Event description:
It was reported that customer received a compromised forced sensor alarm. Customer's blood glucose was 155 mg/dl. It was reported that insulin "squirt" out when attempted to prime. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected prime alarms noted during testing. Insulin pump passed displacement test and rewind test. Insulin pump was unable to prime during prime test due to loose and stuck drive support disk noted. Insulin pump had minor scratches on lcd window, broken reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.